Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple intermittent cartridge change errors occurred. Customer's blood glucose reached 159 mg/dl. Customer reverted to alternate insulin therapy.